Manufacturer narrative:
(B)(6).

Event description:
A report was received that the patient's stimulator had not been functioning producing left chest wall dysesthetic sensation. The symptom was described as sharp numbing sensation at the thoracic level radiating to the lateral rib cage. The patient was also unable to recharge the device. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced because the patient needed more coverage and not because of the numbing dysesthetic sensation. The numbing dysesthetic sensation was not caused by the device. No device malfunction was suspected. The patient had the preferred coverage postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's stimulator had not been functioning producing left chest wall dysesthetic sensation. The symptom was described as sharp numbing sensation at the thoracic level radiating to the lateral rib cage. The patient was also unable to recharge the device. The patient will undergo an ipg replacement procedure.